Manufacturer narrative:
Qn#: (B)(4). Companion reports filed to capture all three reported events: 8080412-2018-00184, 8040412-2018-00185, 8040412-2018-00186.

Event description:
Customer complaint alleges "leak of the balloon after intubation. The balloon was tested prior to use. 3 devices faced the same failure. The intubation was a success when using the 4th tube". It was reported that the patient was re-intubated. The patient condition was reported as "fine". (See companion reports for additional reported events).

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was water inside the clear cuff. The cuff pressure was then inflated to 25mbar using a calibrated endotest meter. The pressure of the blue cuff remained at 25mbar for 30 minutes; however, the clear cuff could not be inflated. A water leak test was conducted and bubbles were observed coming from the clear cuff. The area of leakage was observed under magnification and a pin hole was found on the cuff. A device history record review was performed and there were no issues found that could relate to the reported complaint. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. It was reported that the sample passed pre-testing. It is possible that the failure could be induced during the intubation process, although this could not be confirmed.

Event description:
Customer complaint alleges "leak of the balloon after intubation. The balloon was tested prior to use. 3 devices faced the same failure. The intubation was a success when using the 4th tube." It was reported that the patient was re-intubated. The patient condition was reported as "fine". (See companion reports for additional reported events).